Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although the patient had been utilizing manual exchanges while on the cruise, the patient had returned home and began using the liberty select cycler again prior to the peritonitis event. Most likely the patient was utilizing continuous cycling peritoneal dialysis (ccpd) when the peritonitis developed. The suspected cause of the peritonitis is touch contamination which is supported by the culture results of vre faecium. The majority of vre colonization occurs in the gi tract but can also be found to a lesser extent on the skin and in the genitourinary (gu) tract. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient went on a cruise and returned with complaints of abdominal pain. The patient was using manual solution on the cruise. The patient¿s pd catheter (not a fresenius product) was reportedly pulled. Additional information was obtained through follow-up with the clinic manager. The patient was initially seen in the pd clinic on (B)(6) 2025 for a treatment. The patient expressed complaints of abdominal pain. A pd culture was obtained. The patient was initiated on intraperitoneal (ip) vancomycin 2g for 6¿8 hour dwell (frequency and duration not provided). The patient was diagnosed with peritonitis on (B)(6) 2025. The pd culture was positive for vancomycin resistant enterococcus (vre) faecium. The white blood cell (wbc) count was 407 with 72% polymorphonuclear cells. The patient was sent to the hospital on (B)(6) 2025 due to required intravenous (IV) antibiotics that were unavailable to the clinic. The patient was admitted to the hospital on (B)(6) 2025.the patient¿s antibiotic therapy in the hospital was not provided. The patient¿s pd catheter was pulled on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The patient is currently completing in-center hd. The suspected cause of the peritonitis event is touch contamination by the patient. The patient had gone on a cruise the week prior to the event and was doing several manual exchanges daily. The patient returned from the cruise (date not provided) and began to utilize the cycler again before the peritonitis was diagnosed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient went on a cruise and returned with complaints of abdominal pain. The patient was using manual solution on the cruise. The patient¿s pd catheter (not a fresenius product) was reportedly pulled. Additional information was obtained through follow-up with the clinic manager. The patient was initially seen in the pd clinic on (B)(6) 2025 for a treatment. The patient expressed complaints of abdominal pain. A pd culture was obtained. The patient was initiated on intraperitoneal (ip) vancomycin 2g for 6¿8 hour dwell (frequency and duration not provided). The patient was diagnosed with peritonitis on (B)(6) 2025. The pd culture was positive for vancomycin resistant enterococcus (vre) faecium. The white blood cell (wbc) count was 407 with 72% polymorphonuclear cells. The patient was sent to the hospital on (B)(6) 2025 due to required intravenous (IV) antibiotics that were unavailable to the clinic. The patient was admitted to the hospital on (B)(6) 2025.the patient¿s antibiotic therapy in the hospital was not provided. The patient¿s pd catheter was pulled on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The patient is currently completing in-center hd. The suspected cause of the peritonitis event is touch contamination by the patient. The patient had gone on a cruise the week prior to the event and was doing several manual exchanges daily. The patient returned from the cruise (date not provided) and began to utilize the cycler again before the peritonitis was diagnosed.